Event description:
An error 2 message was reported with the freestyle libre 2 reader. A caller reported that on (B)(6) 2021, an error 2 message was received and was unable to obtain readings on the reader. As a result, the customer became hypoglycemic and experienced symptoms described as "clouding of consciousness" and tremors. The customer was unable to self-treat and required oral glucose from the sister as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (B)(6)was returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader performed a built-in test and the reader passed the test. The error 2 message was not observed. Therefore this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error 2 message was reported with the freestyle libre 2 reader. A caller reported that on (B)(6) 2021, an error 2 message was received and was unable to obtain readings on the reader. As a result, the customer became hypoglycemic and experienced symptoms described as "clouding of consciousness" and tremors. The customer was unable to self-treat and required oral glucose from the sister as treatment. There was no report of death or permanent injury associated with this event.